Event description:
Pt in nursing home using gel-t cushion manufactured by (B)(4)-america medical system, inc. Pt developed pressure ulcer. It was determined that the gel-t bladder was oriented in the cushion incorrectly, allowing the pt to sit on the valve. Valve is designed to orient to the front of the cushion (between pt legs) and with valve oriented downward. This cushion was found to have the valve oriented to the back of the cushion and upward, allowing the pt's buttocks to sit on the valve. The bladder containing the gel is sandwiched between two layers of polyurethane foam. Incident reported by (B)(6) preferred medical to (B)(4)-america medical systems, inc. Incident occurred at (B)(6).

Manufacturer narrative:
Inventory in stock was checked at (B)(4)-america. Corrective action was taken in mfg by revision of mfg instructions to include more detail with pictures followed by re-training of employees. Employees were made aware of the possible device defect and potential problem for the user.